Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician suspected that the pressure regulating balloon (prb) had lost pressure. The prb was removed and replaced with a higher pressure balloon. There were no additional patient complications reported.